Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, foreign material was found inside the nozzle, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. We could not specify what the foreign material was. We could not specify the root cause of the remaining foreign material. We could not specify with the obtained information what the foreign material was. We could not specify with the obtained information the root cause of the remaining foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection¿ describes the methods for detection. Chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device inspection, the evis lusera colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.